Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, before use in treatment, it was confirmed that a melolin non sterile 10x20cm pad had a stain or a foreign substance. Treatment was completed with a competitor¿s dressing (unknown product). No delay in treatment was reported. No harm to the patient.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation, the visual inspection reported a stain or foreign substance on the pad, establishing a relationship between the device and the reported events. The root cause identified as a missed quality inspection check, during manufacturing process, a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.